Event description:
Customer wanted to know if the insulin pump was over delivering. Customer stated he gave himself 3 units correction for brunch and his blood glucose bottomed out. Customer stated he didn't recall much because he passed out and he was hospitalized. Current blood glucose was 102 mg/dl it was 42 mg/dl when he was admitted. The drive support cap was reported normal. He wasn't in a car accident. It was unclear what may have caused the low blood glucose rose to 52 mg/dl, he drank juice, it went up to 82 mg/dl and then he crashed again. Customer was advised by hospital to put on the device and informed him to make sure it was working properly. Customer was not disconnected during the rewind/prime sequence. Settings were correct. Customer verified with pharmacy to ensure he had correct insulin. Displacement test was performed and device passed. Customer was advised to monitor the device and call back if issues persist. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.